Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during the first inflation of the vison stent delivery system (sds), the balloon ruptured at 10-12 atm. The stent had been deployed. Another company's 3.75 x 8 mm balloon was used for post-dilatation and the procedure was completed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that balloon rupture below the rated burst pressure (rbp) can be caused by numerous factors including, but not limited to, a result of mechanical damage from stent; a result of stent crimped too low, a result of mechanical damage from interaction with another device or anatomy, or blockage in lumen. It was gathered from the anatomical information that the target lesion was heavily calcified. This may have caused or contributed to the rupture. Based on the incident information, a conclusive root cause for the balloon low rupture cannot be determined, but it appears to be related to the eccentric and heavily calcified lesion.